Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the up arrow keypad button was unresponsive and the down arrow keypad button was intermittently unresponsive. The reporter stated that there was no known trauma or moisture to the pump. The pump was reportedly not cleaned and the reporter stated it was a demo pump that had not been used for two months. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged keypad button which remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the up arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.